Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had fallen and were concerned the implantable pulse generator (ipg) had been affected because their heart rate was below the rate setting. The ipg remains in use. No further patient complications have been reported as a result of this event.